Event description:
Autofuser failures (arrow pain mgmt - autoselector disposable pain control pump with variable flow regulator type b, 550 ml reservoir. After filling on (B)(6) 2018 with 500 ml of ropivacaine 0.2% (drug on shortage) 6 units from lot a151231 were found to be leaking internally prior to dispensing to pts on (B)(6) 2018. Another autofuser from lot a160104 was filled on (B)(6) 2018 and was immediately found to be leaking. On (B)(6) 2018, eight units from lot a160105 were filled and found to be leaking prior to dispensing to pts. The leaks appear to originate in a joint between the fill port and the reservoir.